Event description:
It was reported that this patient with a pacemaker had two non-sustained ventricular tachycardia (nsvt) episodes of noise that was oversensing the electrocautery signals due to the patient having a procedure. No out-of-range measurements were observed. At this time, the device remains in service. No adverse patient effects were reported.